Event description:
It was reported that the ilet user experienced hyperglycemia and administered a subcutaneous dose of fast-acting insulin by pen while connected to the ilet. The user was guided to disconnect from the pump for two hours; this scenario reflected a use issue related to procedure and method rather than a device component malfunction. Symptoms included hyperglycemia with a peak of 361 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of subcutaneous insulin by pen. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.